Event description:
The information provided by the distributor indicates: hospital name: (B)(6) hospital. Event description: per territory manager, half pin broke. No other information have been made available. (B)(4).

Manufacturer narrative:
Analysis of historical records. Orthofix (B)(4) checked the internal records related to the controls made on this specific lot before the market release. (B)(4). According to orthofix (B)(4) historical records, this is the first of two breakages notified from this specific device lot. Orthofix (B)(4) has requested to the distributor involved patient's details including an update on the current health condition and copy of the pre and post operative x-rays and the device availability for the technical investigation. Unfortunately, this information has not yet made available. As soon as further information and/or the results of the technical investigation will be available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.